Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A surgeons office reported that a vns patient was scheduled for revision surgery related to high lead impedance over 10,000 ohms.the patient was originally implanted on (B)(6) 2009. The patient had not been seen since implantation and there was no report of any fall or injury prior to their high impedance being attained. The patient had full revision surgery and their explanted products will not be returned for analysis. A pin reinsertion was performed in the or to rule that out as a cause of their high impedance, but did not resolve their high impedance therefore a full revision was performed. A lead break was not visualized in the surgery.

Event description:
Additional information was received that the patient's explanted products were discarded.